Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; effect of limb oversizing on the risk of type ib endoleak in patients after endovascular aortic repair wang et al, journal of vascular surgery volume 74 (4) https://doi.org/10.1016/j.jvs.2021.03.020. Exact date of implant unknown. There was no information to suggest any device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and endurant ii stent grafts were implanted in patients for the endovascular treatment of aaa on unknown dates. The following adverse events were reported: occlusion, reintervention and death. There was no information to suggest any device failure caused or contributed to a death. The cause of the endoleaks and occlusion are undetermined.